Event description:
It has been reported to co that the inflation device would not deflate the balloon when required during the procedure. The physician had inserted the balloon into the pt and attached the inflation device to inflate a balloon to 6atm. The physician performed some intervention and then attempted to deflate the balloon using the inflation device and pulled on the trigger to release the pressure in the balloon and the device did not respond. The physician replaced the device with another to deflate the balloon successfully. The pt is reported to be fine.